Event description:
Transilluminator was used to identify suitable vein in left upper arm for IV placement for tpn infusion-device on skin off/on for 2 minute period. Area of skin was noted to be warm to the touch and hard when the transilluminator was removed from the arm - left arm blister area of injury: 1.5 cm x 7 cm. Mepilex dressing to site; removed on (B)(6) 2016 and left open to air. Site scabbed over as of (B)(6) 2016. We have 2 devices. Do not know which device was used. Device a and device b. Age of device: device 1 - 6 years; device 2 - 8 years.